Event description:
It was reported that the patient presented to the clinic for a routine follow up. The lead exhibited noise due to electromagnetic interference. Another episode of noise was possibly due to lead fracture. The patient was to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.